Event description:
It was reported that the rv lead was explanted due to oversensing (841 sic episodes) and high lead impedance greater than 3000 ohms. No inappropriate shocks were delivered and noise was reproducible with pocket manipulation. No patient complications were reported as a result of this event.